Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value was not provided) and due to over-correction for the low bg, customer's bg elevated (400 mg/dl). Customer declined to provide additional information.